Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Power board failure was suspected causing issues with stepper motor voltage. Logs received and screenshot shows that tf317 ( hardware failsafe failed) is active after start up . Inspiration block tightness test and inspiration valve test performed and results shows passed. Informed customer about the replacement of the power board. Repair was performed.

Event description:
The customer reported while using bellavista 1000, there are recurring alarms related to hardware failsafe and ventilation stopped and put all valves in safe status. Information about patient involvement is unknown at this time.

Manufacturer narrative:
Latest logs received after complete calibration. Its visible that technical failure alarm - 200 - invalid calibration data is reset. Another start up is not visible on the logs so requested to customer to clarify whether the issue was resolved. No update received from customer after last communication. The root cause was determined to be a defective power board.